Event description:
Sa drain inserted into patient who had surgery for an aortic dissection. During subsequent removal of the catheter, about a 10 by 2 mm piece of the tip was found to be sheared (missing). Removal had been performed easily on the first attempt. Patient remained neurologically intact despite the retained spinal drain fragment. Subsequent orthopedic consultation noted that patient was asymptomatic with no complaint of low back pain, numbness, weakness, or tingling. No complaints of loss of motor strength. It was determined that an imaging study was not indicated unless the patient developed symptoms.